Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400) pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and had the proximal constraint sphere intact. The embolization coil was hanging out of the distal end of the introducer sheath and had offset coil windings in multiple locations. Conclusions: evaluation of the returned device revealed the pusher assembly was fractured. This damage may have occurred due to forceful handling of the pc400 during preparation for use. If the pusher assembly becomes fractured, it may allow the pull wire to withdraw out of the distal detachment tip (ddt), which will cause the embolization coil to detach. Further evaluation revealed the embolization coil had offset windings in multiple locations. This damage may have occurred due to forceful manipulation of the pc400 at extreme angles during advancement or retraction. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the right internal iliac artery using penumbra coil 400s (pc400s). During the procedure, the physician deployed and detached the first pc400 in the aneurysm. The physician then attempted to used the second pc400 which had been left slightly advanced out of its introducer sheath and soaking in saline. However, upon retrieving the pc400 to use it in the patient, the physician noticed the pc400 had unintentionally detached. The detached pc400 was noticed prior to use and therefore, was not used in the patient. The procedure was completed using two new pc400.